Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 11/1/2023, it was reported by a sales representative via (B)(4) that an ar-3200-1036 synergy matrix management software had an issue. During a case in or 3, 2 boom monitors went black. Initially only one of the monitors went out and then came back, then another monitor went out, and came back, then both went out at the same time and didn't come back. The monitors were using sdi at the time because the tech never routed using the elo. The blackouts occurred while using the fail-over sdi mode. The case was completed with no patient harm as the sales representative routed using the elo.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided, which may include the device (if available and returned), pictures, videos, event descriptions, and any additional information from the field, arthrex concluded that the most likely cause. The most likely cause of the reported failure is user error, specifically the technician using the monitors in the incorrect setting. According to arthrex synergy matrix¿ management software user guide. Display cannot be detected. 1.3.1 warnings this equipment is designed for use by medical professionals completely familiar with the required techniques and instructions for use of the equipment. Prior to using the device, read and follow all warning, precautionary notices, and instructions marked on the product, included in this manual. Become familiar with the operation and function of this device and associated accessories. Failure to follow these instructions can lead to: damage or malfunction of the device or accessories. The complaint allegation was not confirmed. The device was not received for evaluation, and no evidence of the failure was provided.